Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening assessed as unidentified (tear). Shell thickness within spec). Anxiety ¿ product / procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.1., d.2a., d.4., d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported a right side deflation and exchange from textured to smooth due to concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation and exchange from textured to smooth due to concern with the product. Clarification to d6a - implant date: 2002 (year only received).

Event description:
Healthcare professional reported a right side deflation and exchange from textured to smooth due to concern with the product. Device has been explanted and replaced.